Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed q-syte unit. A leak test was performed, and a leak was detected. Microscopic analysis discovered a column tear that was causing the leakage. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from french to english: drug leak from "bd q-syte" non-return valve. Immediate action: extender and valve replaced. Customer response 18 october 2023: ¿ was there an impact on the patient ?: not specified. ¿ have any other measures been taken?: nor do those in the declaration form. ¿ could you please indicate the name of the drug used?: nacl. ¿ were there any negative consequences for healthcare workers due to the leak or for patients due to the missed administration?: yes, increased intervention time for staff due to the leak, forcing them to change devices. ¿ we ask you to confirm if samples are available for inquiry. Yes available ¿ if so, could you please clarify whether these are samples: o used (during or after use). If used, please confirm if the samples have been used or if they are contaminated with blood or cytotoxic drugs. Used but not contaminated with the items listed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.